Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Infusion set had bent cannula. High blood glucose level of 417 mg/dl. Unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. Customer will continue to use the device.